Event description:
Per product complaint form: inbound. Patient's husband reporting cadd legacy pump alarmed no disposable clamp tubing. Turning pump off and on resolved issue temporarily. Pump alarmed with same issue three times, at which point switched to new cassette and pump. Pump working without issue. Cassette lot 4192062 expiration 09/02/2026. No further assistance needed at this time. No further details provided. No injury